Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. The difference in the ft3 iii values between the e601 module and the beckman instrument may be due to the overall setup of the assays, the antibodies used and the standardization methodology used. Assays from different manufacturers may generate different results. From the information available for investigation, a general reagent issue can most likely be excluded.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys tsh assay on a cobas 6000 e 601 module. Based on the data provided, erroneous elecsys ft3 iii (ft3 iii) were also identified. The erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the tsh erroneous results. The tsh result from the e601 module was 0.02 uiu/ml and the ft3 iii result from the e601 module was 2.37 pg/ml. The sample was repeated by the beckman method and the tsh result was 1.61 uiu/ml and the ft3 iii result was 3.0 pg/ml. There was no allegation that an adverse event occurred. The e601 module serial number was not provided. The customer is wondering if there is an interference in the patient sample. The calibration signals were acceptable. The customer is using expired quality controls and the qc results received should not be trusted. Patient results that have been supported by using expired qc's are not supported by the manufacturer.